Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported.

Manufacturer narrative:
During the evaluation of the device at the manufacturer's service center, issues related to the sensor board and active exhalation control module were observed. The device's sensor board and active control module were replaced to address the issues.